Manufacturer narrative:
The reported event for inability to insert a lead into the ipg header was not confirmed. Visual inspection in the header chamber for both ports did not identify any obstruction. The ipg passed a lead fitment test for both header chambers. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04517. It was reported that during the implant procedure, the lead was unable to be inserted into the ipg. Another ipg was attempted with no avail. As a result, the procedure was abandoned.